Event description:
It was reported that when the scalpel was used during surgery the tissue pad came off.

Manufacturer narrative:
Final device investigation of the scalpel revealed the tissue pad was detached from the jaw causing the device to not function properly. We are unable to conclusively determine what caused the tissue pad to detach during use as the tissue pad was not returned for eval. The blade was found to have a crack. The device passed all functional tests.